Event description:
It was reported that a user of the ilet experienced hyperglycemia with a blood glucose of 410 mg/dl without symptoms after changing infusion supplies, and the user reported the infusion site was not bent. Symptoms included no clinical manifestations reported. Outcomes included no medical intervention beyond self-management and no hospitalization. Investigation included complaint intake and provision of replacement supplies. Investigation of this case revealed that the cause of the hyperglycemia was unclear, and no device malfunction or component failure was identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.